Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent, stretched and detached at the coil arm section. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jul2025. It was reported that the coil was unable to advance in the catheter. A 18mm x 40cm interlock-35 was selected for use, during the course of the procedure, it was noted that the coil could not cross the subsequent device. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the coil detached at the coil arm section.